Event description:
It was reported that the patient experienced a loss of therapeutic effect (not effective) and an increase in their baseline pain from the implantable neurostimulator (ins) therapy which occurred when the lead components became dislodged. It was noted that the ins system was explanted. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).